Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was distressed and coughing, it was realized that the cuff was deflated. It was reported that the patient¿s mother performed an emergency tracheostomy change using a spare tube of the same size. It was reported that the defective product is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was distressed and coughing, it was realized that the cuff was deflated. It was reported that the patient¿s mother performed an emergency tracheostomy change using a spare tube of the same size and noticed the same problem with the new tube, so a second emergency tracheostomy change was performed. It was reported that the defective product is unavailable.